Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery. The 2.5 x 12 mm nc trek balloon catheter was advanced, but met resistance with the introducer sheath. During the advancement attempt, the proximal shaft separated outside the patient anatomy. The nc trek was removed without issue and a new nc trek balloon catheter was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.